Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found the setscrew as backed out too far. Analysis of the lead (B)(4) found the it was cut through and the product was segmented. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va19xf8, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient fell onto the implant site, and experienced a lack of efficacy after this event. Troubleshooting discovered impedances greater than 4000 on all combinations that included electrode 0. The ins and lead were replaced, and the issue was resolved. No further patient complications are anticipated or expected as a result of this event.